Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was returned for evaluation. Visual and functional testing was performed. The device was received in used condition without its original packaging and inside a plastic bag. The investigation found the pump tube height was out of specification. The reported issue was unable to be duplicated. The root cause of the issue was unable to be determined.

Event description:
It was reported that the cassette caused the pump to error as no disposable attached" partway through extended chemotherapy infusion using the cadd legacy pump. No adverse patient effects were reported.